Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the 2 of 3 hard drive in m cabinet was not powering up, so fse opened x-ray pc to reseat sata and the power cables to the hard drive bays and found problem with the x-ray pc. To resolve the issue, fse replaced the x-ray pc and loaded the software. The replaced x-ray pc and returned to philips for further analysis, the analysis identified that the unit failure was due to faulty hdd bay. Following the replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system will not boot up. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.